Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive. Hard drive replaced and reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has poor image quality and images were not saved after reboot. No pt injury was reported.